Manufacturer narrative:
Remedial action changed to n/a from other in the previously submitted regulatory report/s. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Remedial action changed to n/a from other in the previously submitted regulatory report/s. (B)(4).

Manufacturer narrative:
Complaint product from two unknown lot numbers was associated with this event. This report is for the reported contact lens power of -9.00 (right eye); an additional report will be submitted under manufacturer internal reference number (B)(4) for the reported contact lens power of -11.00 (left eye).the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported via an alcon patient orientated program on (B)(6) 2017, a female consumer informed that an incident happened between 2016 and 2017 when she had a lot of irritation. Two months after she started using the product, consumer experienced irritation and red eye. Consumer sought medical attention and was diagnosed with corneal ulcer on both eyes and infection. Ophthalmologist suspended the use of contact lenses. She was prescribed unspecified multiple eye drops for unknown duration, one for lubrication and the other one was an antibiotic. She had ¿blue light and red light treatment, a bunch of lights¿ to ¿soften the ulcer¿. Symptoms were improving, she informed she¿s getting better slowly, but is still seeing a ¿sign¿ that ¿keep passing on her eyes¿, sometimes there is a ¿white little ball¿ deep in her eye which is the ulcer that is getting smaller but it has not gone away yet. The consumer reported that she recovered with unspecified sequelae.